Manufacturer narrative:
(B) (4). (B) (4). The device remains in the pt. The lot number was provided. A review of the device lot history record did not reveal any findings relevant to this report. Angina and restenosis are known adverse events in the use of xience v stents as listed in the instructions for use and product risk assessment. Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via a trial that on (B) (6) 2006, the pt underwent stenting in the mid right coronary artery (rca). On (B) (6) 2009, the pt experienced recurrent chest pain and had a diagnostic coronary angiography on (B) (6) 2009, that showed a 90% denovo lesion in the index target vessel that was revascularized with additional stenting with another xience v stent in the mid rca and another xience v stent in the distal rca. The new stents were implanted within 5 minutes of the original index stent where there was minor edge stent restenosis. There was no evidence of thrombus. There was no adverse pt sequelae. No additional info was provided.